Event description:
It was reported that a leak occurred at the connection of a homechoice automated pd set with cassette and a heater bag. This occurred during drain cycle four of four of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the patient was connected. The technical service representative (tsr) assisted the patient in ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A leak indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.